Event description:
Litigation papers allege pain and elevated metal ion levels. Comment: the invoice for this procedure was found, with an implant date 2 days earlier than stated in the litigation. The doi from the invoice will be used.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 2/3/15 - plaintiff's preliminary disclosure form was received, which identified doi. The sleeve and stem are being added for elevated metal ion levels.